Manufacturer narrative:
(B)(4). Investigation completed and product evaluated: the returned meter and test strips did meet all the testing performance. The product system is functioning properly as intended. Most likely underlying root cause of malfunction:user had an inaccurate reference. Reference mw#5064559.

Event description:
Consumer reported complaint of the meter is giving erratic test results. The customer is concerned with tests results from results obtained of 161 and 78 mg/dl. The customer's expected fasting blood glucose test result range is 90-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer due to expired open date test strips. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is 2/16/2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concerns:161mg/dl and 78mg/dl.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Reference mw#5064559.

Event description:
Consumer reported complaint of the meter is giving erratic test results. The customer is concerned with tests results from results obtained of 161 and 78 mg/dl. The customer's expected fasting blood glucose test result range is 90-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer due to expired open date test strips. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6).